Event description:
It was reported that the patient presented to the emergency department for unresponsiveness, no pulse, and stroke. It was noted that the right atrial (ra) lead exhibited undersensing and erroneous atrial pacing. The lead remains in use. No further patient complications have been reported as a result of this event.